Event description:
A patient received v.a.c. Therapy from 2008 to 2009 for a sacral pressure ulcer. It was reported that the wound progression allegedly stalled, so surgical exploration of the wound was performed. The wound was explored under general anesthesia and three pieces of v.a.c. Whitefoam were allegedly removed from the wound tunnel. It was reported that the patient developed an infection secondary to the foreign body and was prescribed antibiotics for treatment.

Manufacturer narrative:
V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."